Event description:
It was reported that during procedure, the patient's left ventricular (lv) lead suture sleeve broke during suturing and caused insulation damage. The lv lead was not used and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of suture sleeve break was confirmed but the reported event of insulation damage was not confirmed. A full lead was returned in one piece for analysis. Visual inspection found the suture sleeve to be broken due to the tie down forces consistent with procedural damage. Electrical testing and hump height measurement were normal with no anomalies found.